Event description:
It was reported via a customer complaint that a patient with primary pulmonary hypertension required hospitalization due to what was reported as "severe hypertension". It was alleged that the incident was a result of the luer of the alleged device became disconnected from the unidentified extension set to which it was connected. Reportedly the patient complained of "not feeling well", when they investigated it was discovered that the patient's flolan infusion had become disconnected and an estimated "teaspoon" of flolan was lost. It was at this point that the patient became hypertensive and was subsequently hospitalized. When questioned regarding the patient's current status, the reporter stated their condition was "moderate".